Event description:
Fractured PICC line query of parental tampering of PICC line which was left in the child. Cook was contacted by the police. As per complaint form: "cook were contacted on tuesday (B)(6) by the police child protection team in (B)(6). They were asking for technical assistance regarding an alleged tampering incident with a PICC line. The police were at pains to say that they did not believe the failure of the device was due to a manufacture problem. The cook contact immediately got as much detail from the police as possible and recorded this as a product complaint. It is alleged that the line was tampered with. First placement of the PICC line was on (B)(6) 2013. A subsequent line was placed again on (B)(6) 2013 so it seems the fracture happened somewhere between these dates. No product is available for return so there is no way of knowing where or how the line was fractured. There is no record in the pt notes to suggest that any piece of fractured line had to be retrieved from the pt.

Manufacturer narrative:
Expiration date unk as lot number is unk. (B)(4). Manufacture date is unk as lot number is unk. No product will be returned per info supplied by the customer. Per quality control specifications, "confirm overall catheter assembly is clean and smooth." We are inconclusive as to why this failure occurred. Without the actual complaint device it is not feasible to say why this failure occurred. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Quality engineering risk assembly (qera) was used to assess the risk of this complaint. Per the conclusion of qera, no further risk reduction is required.